Event description:
The customer reported that the central nurse's station (cns) was dropping bed tiles that were monitoring transmitters (gz's), and replacing them with bsm's that were not in use.

Manufacturer narrative:
Details of the complaint on (B)(6) 2020, nka employee at (B)(6) reported an issue with bsm-1700 with qi packs and gz transmitters. The nka employee was setting and configuring the devices for a go-live and upon connecting to the hospital network, the gz units were kicked off the cns tiles. The issue was affecting 19 gz units. Investigation summary the issue occurred during installation of the devices. As the system was not yet "live", there was no risk of loss to patient monitoring. The root cause is determined to be the egs system reached the 214 wireless device limit. The issue was resolved by adding a second ip address. No malfunction of the nk product occurred. Risk assessment is not performed as the reported issue does not involve a device non-conformance or risk of harm.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was dropping bed tiles that were monitoring transmitters (gz's), and replacing them with bsm's that were not in use. The customer explained that the bed name of the gz would be replaced by the bsm bed name. These bsm's were going through a go-live configurations at the time, and did not have any patients on them. The transmitters in question were displaying "comm loss" or "monitor busy" errors. After initial troubleshooting it was found that the egs was hitting the 214 wireless device threshold. Nk technical support was able to add an ip in the egs table to overcome the limit. No further assistance needed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitter was used in conjunction with the cns, but did not experience a failure: transmitter: model: gz-120pa, s/n: (B)(4), approximate age of the device: 17 months, device manufacturer date: 10/15/2018, unique identifier (UDI) #: (B)(4). 18 other transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that the central nurse's station (cns) was dropping bed tiles that were monitoring transmitters (gz's), and replacing them with bsm's that were not in use.